Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lead was bent within the first centimeter or the lead tip. Physician inadvertently bent lead and requested a new lead. The lead was never in service and new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation was confirmed. Visual inspection revealed a slightly bent lead tip.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lead was bent within the first centimeter or the lead tip. Physician inadvertently bent lead and requested a new lead. The lead was never in service and new lead was placed. No adverse patient effects were reported.